Manufacturer narrative:
Corrections based on new information provided.

Event description:
It was reported that patient underwent revision surgery due to complaining about synovitis, pain, inflammation and contracture of lower right leg.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).